Manufacturer narrative:
Clarification to section c. Suspect product: lot number 963/2. Continued h.6. Investigation code: b15, b17, b20. Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient in the nasolabial fold with 1 cc of juvéderm® volift¿ with lidocaine. The patient presented with ¿oedema, heat, flushing and pain¿ as well as a ¿nodule¿ 48 hours later. The ¿painful, indurated area¿ was palpated and the patient was treated with amoxicillin 1g/12 hours, ibuprofen, and betamethasone, which was later replaced with meprednisone 4 mg c/8 hours. The event is ongoing.